Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was due to improper seating of cartridge on pump. The customer was able to clean the pneumatic tap area of the pump and changed the pump supplies to address the issues. The customer continued to use current pump for insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.